Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Two (2) days post procedure the patient was admitted from the emergency room experiencing shortness of breath and chest pain. Computed tomography angiography was performed and showed no pericardial effusion. The patient remained on eliquis and aspirin. Seven (7) days post procedure the patient was discharged home again. Thirteen (13) days post procedure the patient presented back to the emergency department with shortness of breath and generalized weakness. Fifteen (15) days post procedure the patient was diagnosed as having a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and drained 1000cc of fluid. Twenty (20) days post procedure the effusion had resolved, and the patient was discharged home. The patient came in for their 45 day follow up imaging procedure. The imaging showed no issues with the closure device.